Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, self-test, off no power test, error test. The device alarmed prime during basic occlusion test due to loose/protruded drive support disk. We were unable to perform occlusion test, prime test, excessive no delivery test due to prime alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window, missing end cap sticker, missing drive support sticker and cracked end cap.